Event description:
It was reported that the doctor at (B)(6) in (B)(6) was doing a mini-aortic valve repair and utilized the endoplege catheter. Line pressures were into the 400mm of mercury range, and the coronary sinus pressures were higher than normal. The surgeon wasn't noticing any retrograde cardioplegia flow flowing through the coronary arteries which indicates that the retrograde carioplegia solutions was not effectively flowing through the ep catheter. As a result, the surgeon had to rely solely on antegrade cardioplegia to keep the heart arrested. It was discovered upon removal of the endoplege catheter that it was kinked inside the introducer sheath.

Manufacturer narrative:
Device discarded by customer. Lot number is unknown, therefore the manufacturing records could not be reviewed.